Manufacturer narrative:
OEM manufacturer: (B)(4). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0026928, medical device expiration date: na, device manufacture date: 2020-02-08, medical device lot #: 9307913, medical device expiration date: na, device manufacture date: 2019-11-13. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the absorbing pads were missing in the sharps coll 8qt nest open top needl port in lots 0026928 and 9307913 before use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "absorbent pad missing in the sharp 305343".

Event description:
It was reported that the absorbing pads were missing in the sharps coll 8qt nest open top needl port in lots 0026928 and 9307913 before use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "absorbent pad missing in the sharp 305343".

Manufacturer narrative:
After further review MFR# 2243072-2020-01657 has been determined to be not reportable. The product was reported to be missing the absorbent pad. This product does not come with an absorbent pad. General dissatisfaction of the product does not impact the intended use of the device which would not lead to serious injury or harm to the clinician or patient. MFR# 2243072-2020-01657 is void.